Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for perforation of the ivc and filter tilt as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the ivc wall. Furthermore, two of the metallic prongs are extended into the duodenum. The patient allegedly experienced constant abdominal pain. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the inferior vena cava wall. Furthermore, two of the metallic prongs are extended into the duodenum. The patient allegedly experienced constant abdominal pain. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and eleven months later post filter deployment, computed tomography examinations at the occupational safety and health was performed which revealed extension of two of the filter prongs into the duodenum. After two months, removal of an intravenous filter was performed for inferior vena cava filter with penetration of struts into the duodenum which showed through the right internal jugular vein approach, a glide catheter was advanced to the area of the filter, and venogram was performed showing that there was no thrombus under the filter. From prior computed tomography scan, it was known that the strut of the filter was not accessible, and struts were penetrating out into the duodenum. For that reason, placed an amplatz wire, and up sized to a 16-french sheath. Next, exchanged to an omniflush catheter and used a glidewire. Able to pass the glidewire between the struts of the filter. Next, passed a snare into the sheath, and were able to snare the glidewire around the legs of the filter. The glidewire was externalized and was used as a handle to pull on the filter since the neck was not accessible. Next, we advanced the 16-french sheath over, and were able to engage the hook of the filter. Next, advanced the sheath over the filter. We were able to remove the filter. Completion venography showed excellent flow, no evidence of thrombus, dissection, or perforation. The sheath was removed, and pressure was held for 15 minutes on the right neck, and a clean dressing was applied. The patient was extubated, taken to the recovery room in stable condition. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: d4 (expiry date: 05/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.